Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The im3.st kit consists of the triple lumen bolt, temperature and oxygen probes. The reported issue is that the triple lumen bolt (im3) leaked cerebral spinal fluid at the entrance of all three sheaths.